Event description:
Information received indicates the head section drifts down with weight on the bed.

Manufacturer narrative:
The technician found the CPR cable was out of adjustment which was engaging the CPR. The technician adjusted the CPR cable to repair the bed.